Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "constant downward occlusion alarms" was not reproduced. A review of the event history log revealed 'constant downward occlusion alarms' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of calibration force sensor when fluid filled tubing is loaded. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant downward occlusion alarms. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.